Manufacturer narrative:
Other relevant device(s) are: product ID: 3999-30, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced mutual exclusion of the side of stimulation; left or right, but not both. There was a fault in the electrode causing impossibility to stimulate both sides at the same time. Several reprogramming attempts were made. The electrode was replaced and the issue resolved. The patient was alive with no injury. Chronic lumbar and leg neuropathic pain was noted as patient medical history. The event occurred during device follow-up. Historical impedance was within admissible range, greater than 50 ohms and less than 10000 ohms. Patient did not experience or did not mention any falls. The lead was still being analyzed by the customer, but would be returned to the manufacturer. This information was confirmed with the healthcare professional.